Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the left ventricular (lv) lead after placement and then broke off inside the lead. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.